Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device will not power up and 'starts to scream'. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found third party tamper seal applied, a non-original equipment manufacturer (OEM) top case, non-OEM battery, and the flippers to not be working. The event history log was unable to reviewed due to the alarming and blank screen at power up. Functional testing was able to duplicate the reported problem. It was determined that the corroded mainboard was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.